Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for less than 12 hours for two infusion sets and for 24 hours for third infusion set. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-19257. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected to the tape. All test results were within specifications. The following test was performed: visual inspection according to with version 18 acceptance and rejection criteria for adhesive tape.doc. Batch review: the batch listed in the trackwise complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 60/6tcap 10pk int was manufactured under system application product (sap) code (B)(4) and manufacturing lot number 6005976 on 09-mar-2024 and (B)(4) final units in the machines 14 were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.